Manufacturer narrative:
Siemens has completed an investigation of the reported event. During orbital c-arm movement a clicking noise could be heard from the c-arm´s orbital axle. Based on technical experience, it can be concluded that the clicking noise is typical of bearing damage of the eccentric wheel guiding the tooth belt. The service engineer (cse) investigated the affected system and provided a video of the movement, including a sound track. The cse checked the system by marking the c-arm every time he heard the clicking noise. It was found that the spacing between the markings was equal to the wheel´s perimeter. Neither the tooth wheel nor the tooth belt was found to be worn out. The damaged bearing was not available for investigation. Therefore the root cause for the bearing damage could not be identified. After the replacement of the affected wheel the problem was resolved. No further corrective action is planned at this time.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During a procedure, the user reported hearing a noise during orbital c-arm movements. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.